Event description:
Device malfunction: difficulty advancing thumb advancer, difficulty removing device. Time of malfunction: during closure procedure. Symptoms/ae: none. It was reported that a technician, trained in the use of the starclose device, attempted arteriotomy closure after an interventional procedure. The thumb advancer stroke could not be completed because increased resistance was met. The clip was not deployed. The safety release button was depressed and the device was removed against some resistance. Hemostasis was achieved with manual compression. There was no adverse patient sequela. Both the physician and technician stated that the patient was not a good candidate for starclose use. The patient had a history of prior arteriotomy and device closure to the target groin and a history of peripheral vascular disease. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. Evaluation summary: the thumb advancer was partially deployed. The delivery tube shaft was bent at the distal end with severe carving of the shaft's outer nylon covering. The garage tube leaves and exchange tube were damaged, which were both the result of the carving process. Inspection of the device did not produce any abnormalities that could have contributed to the noted damaged. The root cause for the carving was not determined, however, anatomy and user error may have to play a significant role. No device malfunction was detected. Review of the device lot history record did not produce any findings relevant to this investigation.